Event description:
It was reported that the device had possible premature battery depletion. The device was replaced. There were no reported patient complications as a result of this event. The patient called and reported ICD "malfunctioned." She also stated that the atrial lead wasn't working and "doesn't pace" and understands she does not "need the atrial lead." Follow-up information reported the atrial lead was not capturing. The device was programmed vvi. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.